Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set presented air in the line during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information: upon follow up with the customer, it was stated that the originally reported product code was incorrect. The customer reported that the defective device was a non-baxter product. Should additional relevant information become available, a supplemental report will be submitted.